Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified force sensor test in the history. No event related to customer's reported problem of being noisy found in the ehl. Functional testing was performed using power on self test and the reported issue of force sensor test was unable to be duplicated. The pump was found somewhat noisy while running. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor for preventative purposes and cleaned and greased junction between worm coupling and stepper motor due to lack of grease. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor test and was very noisy while infusing. No patient injury was reported.